Manufacturer narrative:
The device was not returned for analysis, therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was chosen to treat a severely calcified lesion (80% stenosis degree) in the distal cx (om 3). It was difficult to advance the device to the lesion. It was assumed that the stent was deployed but after withdrawal it was detected that the stent came off the balloon and was placed on the delivery system proximal to the balloon.